Event description:
The article, "CT-derived aortic valve anatomy and acute complications after self-expanding and balloon-expandable tavi", was reviewed. This research article is a retrospective single center experience to evaluate the clinical and anatomical predictors of acute cardiac complications after transcatheter aortic valve implantation (tavi). Devices included in this study were portico/navitor, edwards sapien3, medtronic, accurate, and boston. The article concluded that a high acute complications rate is typical for tavi, although most complications can be successfully treated and the in-hospital death rate is low. Left coronary artery height and sinotubular junction height were predictors of acute complications, among other clinical and procedural characteristics. [The primary and corresponding author is paul-adrian calburean, department of biostatistics and medical informatics, george emil palade university of medicine, pharmacy, science and technology of târgu mures, 540142 târgu mures, romania, with corresponding email: calbureanpaul@gmail.com.]. This study included all patients who underwent a tavi procedure for severe aortic stenosis at a tertiary center in romania between 01 november 2016 and 30 may 2025. A total of 485 patients were included in the study, of which 4.1% (17) received an abbott device. The average age was 78 years. The majority gender was male. Comorbidities included diabetes mellitus, hypertension, atrial fibrillation, chronic kidney disease, stroke, prior myocardial infarction, prior coronary artery bypass graft, left bundle branch block, dyslipidemia, chronic obstructive coronary disease, coronary artery disease, and dilated cardiomyopathy.

Manufacturer narrative:
Summarized patient outcomes/complications of navitor were reported in a research article in a subject population with multiple co-morbidities including diabetes mellitus, hypertension, atrial fibrillation, chronic kidney disease, stroke, prior myocardial infarction, prior coronary artery bypass graft, left bundle branch block, dyslipidemia, chronic obstructive coronary disease, coronary artery disease, and dilated cardiomyopathy. Complications reported included heart block, surgical intervention (permanent pacemaker), unexpected medical intervention (resuscitation), electrical cardioversion, extracorporeal membrane oxygenation (ECMO), percutaneous coronary intervention; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: CT-derived aortic valve anatomy and acute complications after self-expanding and balloon-expandable tavi. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "CT-derived aortic valve anatomy and acute complications after self-expanding and balloon-expandable tavi", was reviewed. This research article is a retrospective single center experience to evaluate the clinical and anatomical predictors of acute cardiac complications after transcatheter aortic valve implantation (tavi). Devices included in this study were portico/navitor, edwards sapien3, medtronic, accurate, and boston. The article concluded that a high acute complications rate is typical for tavi, although most complications can be successfully treated and the in-hospital death rate is low. Left coronary artery height and sinotubular junction height were predictors of acute complications, among other clinical and procedural characteristics. [The primary and corresponding author is paul-adrian calburean, department of biostatistics and medical informatics, george emil palade university of medicine, pharmacy, science and technology of târgu mures, 540142 târgu mures, romania, with corresponding email: calbureanpaul@gmail.com.] This study included all patients who underwent a tavi procedure for severe aortic stenosis at a tertiary center in romania between 01 november 2016 and 30 may 2025. A total of 485 patients were included in the study, of which 4.1% (17) received an abbott device. The average age was 78 years. The majority gender was male. Comorbidities included diabetes mellitus, hypertension, atrial fibrillation, chronic kidney disease, stroke, prior myocardial infarction, prior coronary artery bypass graft, left bundle branch block, dyslipidemia, chronic obstructive coronary disease, coronary artery disease, and dilated cardiomyopathy.

Manufacturer narrative:
Summarized patient outcomes/complications of navitor were reported in a research article in a subject population with multiple co-morbidities including diabetes mellitus, hypertension, atrial fibrillation, chronic kidney disease, stroke, prior myocardial infarction, prior coronary artery bypass graft, left bundle branch block, dyslipidemia, chronic obstructive coronary disease, coronary artery disease, and dilated cardiomyopathy. Complications reported included heart block, surgical intervention (permanent pacemaker), unexpected medical intervention (resuscitation), electrical cardioversion, extracorporeal membrane oxygenation (ECMO), percutaneous coronary intervention; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: CT-derived aortic valve anatomy and acute complications after self-expanding and balloon-expandable tavi b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.